Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that allegedly the assy fr case w/ keypad of the ten pcu modules required replacements for unspecified keypad failures.

Event description:
It was reported that allegedly the assy fr case w/ keypad of the ten pcu modules required replacements for unspecified keypad failures.

Manufacturer narrative:
The customer reported that allegedly the assy fr case w/ keypad of the ten pcu modules required replacements for unspecified keypad failures. During internal inspection, the keypads were found with signs of fluid ingress where the flex cable meets the circuit layer on all 3 keypads. During external inspection, the keypads were observed to be in good condition with no irregularities observed. The front case keypads were connected to the cad pcu test fixture for functional testing. Testing performed on the returned keypads found 1 keypad testing good with no faults identified and 2 keypads failing to power on with no other keys nonfunctioning. Electrical failure ¿ design. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only keypads were provided for investigation.